Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a totally laparoscopic hysterectomy, while suturing the uterus, the suture ruptured. The needle broke and fell into the patient¿s cavity. An x-ray was performed for the express purpose of locating the component, or confirming that all pieces were located.